Event description:
A letter received from pt indicating a high levels of chromium and cobalt chrome in the system after a left total hip replacement.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report. Cat # mac-9988-5460, lot # fm103791, description: std mitch trh cp sz 54/60, MFR: depuy cat # mmh-9988-1854, lot # fm098803, description: mitch trh md hd sz 54+8, MFR: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. A supplemental report will be submitted upon completion of the investigation.